Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. Blood was observed on the adhesive pad near the bottom housing window, but no damages or defects were observed with the adhesive pad or bottom housing that would cause a skin infection. The exact cause of the reported skin infection could not be determined. An alarm was observed from the download data. Crystalized blood was found within the distal tip of the soft cannula which initially caused an occlusion, however after applying a soldering iron to the distal tip, fluid was able to flow through the entire fluid path. The data also showed an increase in pulse width times towards the end of the data, pointing towards the ratchet gear having an increasingly more difficult time delivering fluid.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 24. Warnings: never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiration date on the package. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. If an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes. Chapter 11 / page 115. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat. Warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
Patient reported on his second day wearing the pod on, he noticed irritation. He took the pod off and the back of his right arm swelled up. Throughout the week the site became worse. He noticed his blood glucose was going higher than normal. His results were 220 mg/dl, 350 mg/dl and 375 mg/dl. The site started to discharge. He went to his family doctor and was prescribed an antibiotic (sulfamethoxazole/trimethoprim 800mg) pill to take twice a day. The doctor diagnosed the patient with a nonspecific infection. The doctor tried to discharge the infection, but the infection did not discharge. After leaving the doctor, he noticed later the site was discharging "a lot". The patient went to his endocrinologist later in the week because his blood glucose was high. The endocrinologist advised that when he has an infection it is perfectly normal to have higher than usual blood glucose results. He had to take more insulin because of the infection.